Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01643. This report is being submitted as additional information. Approximate age of device - 6 months and 26 days. Device evaluation: a review of the device history records revealed the device met applicable specifications. During the evaluation and disassembly of (B)(4), a thrombotic deposition (thrombus) was found and confirmed. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh and subsequent pump exchange. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had elevated lactate dehydrogenase (ldh) and a positive ramp study. The patient received a pump exchange on (B)(6) 2018 to (B)(4). No additional information was provided. Additional information: it was reported that thrombus was found during the investigation of the heartmate ii-lvad kit-pkt,na ((B)(4)) which could have contributed to the patient's elevated ldh and pump exchange.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (driveline) cut approximately 1.5 inches from the pump. Thrombus was confirmed in the evaluation of the returned device. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). No further information is available. The manufacturer has closed the file on this event.